Event description:
A 2.75mm diameter x 14mm length endeavor rx drug-eluting coronary stent was deployed into a pt with no issue reported. The target lesion located in the rca#1, was described as concentric with some calcification and 100% stenosis and was not pre dilated. Ivus showed good dilatation of the stent. However, 10 days post implant, the pt presented with chest pain and sat was confirmed at rca #1. Thrombus aspiration and poba were performed with iabp support. The pt is reported to be fine and no other clinical sequelae were reported. The physician commented that as the pt developed anemia 2 days after the stent deployment, dual antiplatelet therapy could not be administered. The physician also commented that there was no problem with the dilatation of the endeavor stent.

Manufacturer narrative:
(B) (4). Secondary intervention: thrombus aspiration and poba. Results: dual antiplatelet therapy could not be administered due to development of anemia. St. Direct stenting. Conclusion: dual antiplatelet therapy could not be administered due to development of anemia. Direct stenting.